Manufacturer narrative:
Updated section b5, b7, and h6. Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 23mm sapien 3 ultra aortic valve was explanted after 2 years and 7 months due to severe aortic stenosis, central aortic insufficiency, and decreased excursion of the left and right leaflets. A surgical valve was implanted in replacement. According to the medical record the patient was recently hospitalized with congestive heart failure symptoms and echocardiogram revealed severe aortic stenosis and regurgitation. A tee performed approximately 6 weeks prior to explant, noted severe prosthetic av stenosis (av mean gradient 64 mmhg, av area 0.8 cm2) and mild central aortic insufficiency. Approximately 2 years and 8 months post implant a tavr explant was performed and a 21mm inspiris aortic valve was implanted and a saphenous vein graft to the right coronary artery (rca) was performed. Intraoperative tee noted bioprosthetic valve in the aortic position with decreased excursion of the left and right leaflets, mild aortic insufficiency and moderate stenosis of the tavr valve. The sapien valve was identified, separated from the native valve, and removed without incident. The native leaflets were resected and sent to pathology. The 21mm inspiris valve was placed and appeared to be in good position with patent coronary artery ostia which was checked with a right angle. The annulus as well as the aortomitral curtain and portion of the anterior leaflet of the mitral valve were debrided as it was heavily calcified. The decision was made to not perform a root enlargement due to the calcium there. There was a bar of calcium in the ascending aorta that was removed and the aortotomy was closed. Tee confirmed good placement of the valve without perivalvular leak. After attempted closure of the sternum rv dysfunction was noted (not contracting), and the patient had one episode of ventricular fibrillation requiring desynchronized cardioversion. At this point, the chest was re-opened, and intraoperative left heart catheterization revealed abrupt cut off of the rca several cm downstream from the ostium. A vein graft to the rca was performed and an attempt to close the chest was performed and the rv function dramatically decreased again. The decision was made to leave the chest open, after assuring excellent graft flow. Three days later the patient returned to the or for washout and chest closure. The remainder of the postoperative phase was uneventful, and the patient was discharged two weeks post explant of the tavr.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation, leaflet motion restriction, and stenosis were confirmed by medical records. A review of the DHR, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, "intraoperative tee noted bioprosthetic valve in the aortic position with decreased excursion of the left and right leaflets, mild aortic insufficiency and moderate stenosis of the tavr valve." In this case, the patient had vast comorbidities (e.g. Htn, hypothyroid, morbid obesity, etc.), which are known factors that may increase the risk of valve degeneration, leading to stenosis and leaflet motion restricted with central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As learned through edwards implant patient registry, a 23mm sapien 3 ultra aortic valve was explanted after 2 years and 7 months due to unknown reasons. A surgical valve was implanted in replacement.